Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was unknown. The customer stated he does expose his insulin pump to a strong magnetic field. He also mentioned he was able to complete the rewind sequence. He also declined to troubleshoot for a no delivery alarm he had received. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window and a scratched case and keypad overlay.